Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral, catalog #: unk, lot #: unk, unknown bearing, catalog #: unk, lot #: unk, unknown tibial tray, catalog #: unk, lot #: unk. Foreign: event occurred in (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was not released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06560, 0001822565-2018-06561, 0001822565-2018-06562. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported patient underwent second revision due to pain.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Review of the device history records for the device identified no deviations or anomalies relevant to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified no records from the initial surgery on an unknown date were received. Review of the operative notes from the first revision surgery identified the patient underwent right revision tka with rhk components implanted and ligament releases. Medical records for the second revision were not provided. The updated information does not change the previous investigation conclusions. Per the nexgen rhk package insert, pain is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI: (B)(4). Concomitant medical products: item # 00599003610 lot # 63426697. Item # 00599003601 lot # 62802186. Item # 00588001602 lot # 62895964. Item # 00599003620 lot # 63352223. Item # 00598802011 lot # 11020232. Item # 66022663 lot # 84084522. Reported event was unable to be confirmed due to limited information received from the customer.

Event description:
No further event information available at the time of this report.